Event description:
It was reported that the patient experienced pain at the ipg site due to ipg migrated medically towards the patient's spine. As such, surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The reported observation of ipg migration and paint at the implant site cannot be confirmed by product testing alone. The cause of the reported observation was not ascertained or confirmed through electrical analysis of the device. The device exhibited normal device characteristics during communication. A visual inspection did not identify any discrepancies that would have contributed to the observation.

Event description:
Additional information received indicates that surgical intervention took place on (B)(6) 2022 where the ipg pocket was revised and the reported ipg was explanted and replaced with a new ipg addressing the issue. The new ipg was implanted in the new pocket. The pain was resolved post op.